Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Visual and microscopic analysis of the device revealed that the main coil was physically detached from the returned delivery wire. The main coil itself was not returned. The proximal contact was found to be kinked, the delivery wire was kinked/ bent at multiple locations and was damaged at the distal end. The functional testing was not able to be executed due to the device current conditions, but available information confirmed that the device was in good condition prior to use. It is probable that manipulation during the procedure caused the kinks observed on the proximal contact and the delivery wire. However, the cause for the physical break of the main coil and the observed stretching on the distal delivery wire were not able to be determined.

Event description:
Analysis of the investigation results revealed that the main coil prematurely detached/separated inside patient. The procedure was successfully completed with no patient consequences.